Manufacturer narrative:
Pump received with detached end cap, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump casing was cracked. Insulin pump would need to be replaced. Customer's blood glucose was unknown.